Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator is not delivering gas and it displays "low ve", "low pip" and "circuit disconnect" alarm messages. The customer reported that their replaced the turbine in order to resolve the reported issue. There was no patient involvement with the reported issue.

Manufacturer narrative:
Results of investigations: the vyaire failure analysis lab received the suspect vela turbine and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was found to be turbine being corrupted and failed. Eeprom also failed.